Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient (pt) who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was noted that the patients trial started on (B)(6) 2023. It was reported that they noticed that when the device (handset) goes to sleep, they lose stimulation like they had earlier. Patient stated they bring it back up and it says that the "device connection has been lost" and they have to reopen the my therapy app and reconnect and when it reconnects they "notice that the stimulation starts because they can barely feel it on the stim device, I can feel it on my lower back that it's turned on". Pt stated their concern is that every time they look at it, it says connection lost when it goes to sleep and then when they open app and connect with ens in app they notice they can feel stimulation turn on. Pt reported they are concerned that therapy is turning off and stated it seems like it's turning off because pt stated they feel stimulation turn on every time they connect with their ens. Pt clarified the message they have been seeing is the session timed out message. Reviewed message meaning. Reviewed general use of handset with ens. Pt confirmed every time they connect with their ens their therapy is still on (confirmed does not show therapy is off). Reviewed s timulation overview/expectations. Pt stated they still think it's weird that immediately after they connect handset with ens they feel therapy turn on (even though therapy already shows it's on). Pt stated they would think they would feel it turn off/on at different times if related to positional movement. Pt stated probably at least 3-4 different times today they physically tried to feel stimulation and they didn't so they opened my therapy application and then they would instantly feel stimulation when the application connection occurred. Pt stated typically they can only feel device "where it's positioned in my lower back area" they can only feel it when they are standing with their bare feet on hardwood floor. Pt stated they always happen to be turning application on at that time. Pt stated maybe it is just a coincidence and everything is working just fine. Pt stated follow up with physician is not until next thursday. Pt stated they spoke with support link today and pt was advised to contact patient services regarding this. Recommended pt monitor stimulation sensation when not connecting with ens. Reviewed only need to connect with ens if making therapy adjustment. Pt will monitor. Redirected pt to healthcare provider to further discuss.